Event description:
Customer reports the multiclix lancet will not retract. Customer also states the lancet punctured finger too deeply and her finger required extra pressure to stop the bleeding; no medical treatment required. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the multiclix lancet.